Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed [x] defect not confirmed results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 2 seconds or 99% of expected accuracy.

Event description:
As reported by the user facility: heparin not delivered to patient. It was noticed no medication was dripping into drip chamber, but pump appeared to be working.